Event description:
The customer reported that during a nephrectomy, the wire on the device was bare when it was taken out of the trocar. The device may have been reprocessed. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is no longer available for eval. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.